Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-00098. It was reported following a permanent implant on (B)(6) 2018, the patient experienced pain in their right leg. In order to get an MRI of the patient's spine, the physician explanted the drg system on (B)(6) 2018. The issue has since resolved.